Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vessel. A 8.0mm x 80mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon burst just before the operating pressure was reached. The procedure was completed with another the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vessel. A 8.0mm x 80mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon burst just before the operating pressure was reached. The procedure was completed with another the same device. No patient complications were reported. It was further reported that the 60% stenosed target lesion was mildly calcified and located in mildly tortuous anatomy. The balloon ruptured upon the second inflation at 14 atmospheres for 30 seconds. The device was removed, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the athletis balloon was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 39mm distal of the proximal markerband. The rated burst pressure for this device is 31 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.